Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument had a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.18" x 0.68" was found to be broken off the yaw pulley. The broken piece was not returned.